Event description:
Philips received a complaint on the tempus pro indicating that the sbc emergent finding after replacing the system board, the device didn¿t register the sd card. The issue was found during bench repair therefore no patient harm.